Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11192, 0001825034 - 2017 - 11193, 0001825034 - 2017 - 11194, 0001825034 - 2017 - 11196, 0001825034 - 2017 - 11197, 0001825034 - 2017 - 11198. Additional concomitant medical products: femoral head,unknown part/lot; acetabular liner, unknown part/lot; femoral stem,unknown part/lot; acetabular cup, unknown part/lot; 11-302142 arcos lateral troch bolt 42mm lot 398520. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient developed an erysipeloid reaction reported in the lower leg. The infection was treated with antibiotics and the event was considered resolved. No further information has been made available at this time.